Event description:
Cleaning person took floor buffer into magnet room. The buffer was magnetically attached to the magnet. The cleaning person attempted to free the buffer from the magnet base and the buffer was pulled into the bore of the magnet. The cleaning person's hand was allegedly lacerated at this time and required sutures.